Event description:
It was reported that during a cardiac surgical procedure requiring cardiopulmonary bypass, the surgeon inserted the subject catheter into the patient's left ventricle and withdrew the introducer stylet. The surgeon subsequently re-inserted the stylet and advanced it into the catheter. The stylet tip was diverted out one of the side holes near the tip of the catheter and the stylet punctured the posterior wall of the left ventricle as it was advanced. The surgeon repaired the ventricular puncture and the surgical procedure was completed without further complications. The patient was reported to be doing well.